Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was beeping and buzzing and the insulin that was in the reservoir appeared to be halfway gone. Customer reported seeing a black circle on the insulin pump's screen. Customer received assistance with adjusting the insulin pump's settings. Blood glucose level was 434 mg/dl at the time of the call due to customer forgetting to bolus. No further information was provided.